Event description:
Per the audiologist, the patient experienced a decrease in performance and facial nerve stimulation. The results of an integrity test in 2007 indicate the device was functioning according to manufacturer's specifications. Patient was explanted approx five months later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed march 20, 2014.